Event description:
A malfunction on the pump was reported, with the screen going dark and not turning on. There was no adverse impact to the customer's blood glucose level. The customer continued to use pump for insulin therapy.